Event description:
Reporter alleged obtaining a discrepant blood glucose of 71 mg/dl on the advantage system compared back to back with a result of 20 mg/dl on the paramedic's meter when testing was performed less than 10 minutes apart. Reporter stated that the paramedics were called when he passed out two hours after taking his normal insulin at dinner time. He reported that the paramedics treated him with oxygen, an EKG, and a glucose shot. No other action or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.